Event description:
It was noticed that the tibial component was size 2 (all the labeling and also the component are marked 2.5). Surgery prolonged by 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.